Event description:
It was reported that shaft perforation occurred. The 100% stenosed target lesion was located in the tortuous and severely calcified proximal superficial femoral artery. A 135 cm rubicon 35 catheter guide was used in a lower extremity angiogram. During the procedure, the rubicon was used to navigate through a bypass. An aneurysm was located near the top of the bypass. While attempting to advance, both the non-boston scientific wire and rubicon were kinked at about 10 inches from the tip. It was noted that the wire had gone through the side of the rubicon, consequently caused a rip. The device was removed intact, and the procedure was completed using an alternate device. There were no patient complications as a result of this event.

Event description:
It was reported that shaft perforation occurred. The 100% stenosed target lesion was located in the tortuous and severely calcified proximal superficial femoral artery. A 135 cm rubicon 35 catheter guide was used in a lower extremity angiogram. During the procedure, the rubicon was used to navigate through a bypass. An aneurysm was located near the top of the bypass. While attempting to advance, both the non-boston scientific wire and rubicon were kinked at about 10 inches from the tip. It was noted that the wire had gone through the side of the rubicon, consequently caused a rip. The device was removed intact, and the procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was not received; however the media submitted with the complaint has been thoroughly examined and evaluated to reveal a shaft kink and hole located near the distal end of the rubicon.